Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy and was unable to place the system into MRI mode. Diagnostics revealed high impedances. X-ray imaging revealed migration of one t12 lead and fracture of the other t12 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads and ipg were explanted and replaced to address the issue.